Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump went to blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and was unable to download due to corroded electronic assembly. Corrosion was also found on the motor and the force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, due to critical pump error open book image. No moisture damage was found on the keypad assembly. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.